Manufacturer narrative:
G4: premarket / 510(k) #: k160823.

Event description:
It was reported that tip detachment occurred. The patient presented with coronary heart disease. A 12 x 3.00 mm nc quantum apex was selected for percutaneous coronary intervention (pci). No damage was observed during unpacking or preparation, and the device advanced smoothly over the wire and guidewire. During the procedure, the balloon tip detached from the catheter. It was successfully retrieved by using a second balloon to extract it from the patient. The procedure successfully completed and there was no patient complication.

Event description:
It was reported that tip detachment occurred. The patient presented with coronary heart disease. A 12 x 3.00 mm nc quantum apex was selected for percutaneous coronary intervention (pci). No damage was observed during unpacking or preparation, and the device advanced smoothly over the wire and guidewire. During the procedure, the balloon tip detached from the catheter. It was successfully retrieved by using a second balloon to extract it from the patient. The procedure successfully completed and there was no patient complication.

Manufacturer narrative:
G4: premarket / 510(k) #: k160823. Device evaluated by manufacturer: nc quantum apex device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. There was a break in the midshaft with the core wire exposed. The midshaft was not returned with the device. The polymer extrusion appears to have been cut with only a partial section of the extrusion returned (approximately 5.1cm of it when measured from the distal tip). A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The event may have been indicating a polymer extrusion break rather than a tip detachment, but this cannot be confirmed. Inspection of the remainder of the device presented no other damage or irregularities.